Manufacturer narrative:
It was reported that on (B)(6) 2023, the patient¿s oxygen saturation dropped to the 80s during the night using a full-face mask on the life2000. The patient switched to a nasal interface during the desaturation event and quickly recovered to her normal oxygen level. The patient slept the rest of the night on the life2000 device. There was no allegation of a device malfunction associated with this event, and no medical intervention was required. The patient is a 65-year-old female with a relevant medical history of unspecified asthma, dyspnea, sleep apnea, history of tracheostomy, complication of tracheostomy, covid-19, pulmonary embolism, stenosis of trachea, acute respiratory failure with hypoxia, morbidly obese, and pulmonary edema. Of note, the patient¿s husband previously reported that a low pip alarm was not sounding, which is being addressed in complaint (B)(4). During this call on (B)(6) 2023 with respiratory clinician, the patient and her husband were advised to not use this ventilator and the patient would need to stay on normal o2 until the ventilator was swapped. The patient and her husband verbalized understanding. The patient has an aerocare 5 liter oxygen concentrator and brand name is devilbiss. The patient is on 3 liters of oxygen and the husband stated the ball has never dropped on the concentrator while connected to the life2000 ventilator. The combo hose and nasal interface was switched out by the trainer less than one month ago. Follow up with the patient is planned by the hillrom respiratory clinician and trainer. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. An inspection of the device was performed by hillrom. Using a regulated laboratory air source at 50 psi, a known, good combo hose and patient circuit were connected to the ventilator in an extended range configuration. Therapies were run at low, medium, and high activity levels with 5 liters of oxygen bled in using a 5 liter invacare platinum xl oxygen concentrator. The flow meter on the oxygen concentrator did not fall below the 5 lpm set point. No error message or alarms were observed and no malfunction of the ventilator was identified during inspection. The life2000 ventilator performed as intended. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen level was clinically below normal range, and the change was temporary. The patient¿s oxygen saturation quickly recovered at home after switching to a nasal interface and the patient continued to sleep the rest of the night on the life2000. The patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology and potential intolerance to mask use since desaturation resolved and she continued to use the device without further incident. The life2000 ventilator was inspected and functioned as designed. At present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor devilbiss concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that on (B)(6) 2023, the patient¿s oxygen saturation dropped to the 80s during the night using a full-face mask on the life2000. The patient switched to a nasal interface during the desaturation event and quickly recovered to her normal oxygen level. The patient slept the rest of the night on the life2000 device. There was no allegation of a device malfunction associated with this event, and no medical intervention was required. This report was filed in our complaint handling system as complaint (B)(4).